Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm after a battery change. Customer also reported the arrow buttons began to scroll when pressed down. The customer's blood glucose was 255 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No belt clip was received with the pump. No unexpected scrolling of numbers or button error alarms noted during testing. The pump had intermittent button response on the down and up arrow buttons due to corroded keypad traces. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.